Event description:
It was reported that when the device was activated, the light did not turn, and no output and response occurred during preparation. The procedure was completed with another of the same device and no patient complications were reported. Analysis of the returned device identified a fractured connector.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the fiber was thoroughly analyzed. Visual inspection confirmed that the fiber was received in one piece, and there were no defects in the fiber body. Microscopic inspection found the fiber tip was degraded. Please note that tip degradation is normal, which occurs through use of the fiber. There was no light exiting the connector face, indicating an internal connector fracture. Functional testing found no aiming beam and the console reads: "applicator has been 0 times". The investigation conclusion code assigned is cause traced to component failure which indicates expected or random component failure without any design or manufacturing issue.